Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced using compatible forceps as detailed in the instructions for use (IFU). The supplier has also provided a measurement report on the back seal, on the diameter for the forceps and all 10 parts are within specification. The suspect part was returned to okm for examination, however, as the item could not be decontaminated by the originator of the complaint it couldn't be passed onto the supplier. A visual examination was completed by okm however using clean room gloves and it was verified that the hole in the back seal is present. It is noted that forceps med teh ag-5024-2316 were used which are not listed on the instructions for use (IFU) as compatible forceps. The maj-1606 (k10007459) IFU provides the procedure to follow when inserting the endo therapy instrument or ultra sonic probe into the maj-1606. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when taking a biopsy during a gastroscopy examination, the biopsy channel adaptor silicone seal fell out of the adaptor and together with the biopsy forceps went further into the stomach. The biopsy adapter was correctly installed, as reported. The customer was able to get the seal out with a retrieval net. The procedure was extended for five minutes and was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.